Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported for right side "pain", "breast implants with irregular contours and anechoic fluid externally to the elastomer, contained by the fibrous capsule, which shows slight thickening, findings that may correspond to intracapsular rupture and capsular contracture baker grade ii." Device has been explanted and replaced. Treatment: mastopexy.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported for right side "pain", "breast implants with irregular contours and anechoic fluid externally to the elastomer, contained by the fibrous capsule, which shows slight thickening, findings that may correspond to intracapsular rupture and capsular contracture baker grade ii." Device has been explanted and replaced. Treatment: mastopexy.